Event description:
Related manufacturer reference numbers: 2017865-2022-22504. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was suspected that the right ventricular (rv) lead had dislodged. Chest x-ray was performed and confirmed rv lead dislodgement. During rv lead revision procedure, it was found that the rv lead helix exhibited failure to retract. The rv lead was capped on (B)(6) 2022. The implantable cardioverter defibrillator was explanted due to migration. Patient condition was stable.

Manufacturer narrative:
The reported event of device migration was not confirmed. Final analysis found no anomalies.